Manufacturer narrative:
This report is submitted on december 20, 2017 by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss subsequent to sustaining head trauma (date not reported). Re-implantation is planned but has not taken place as of the date of this report.